Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2013. The patient reported experiencing pain on her left side and had raised c-reactive protein (crp) levels as a response of inflammation within the body. The surgeon suspected infection and on (B)(6) 2019, he removed the left tmj devices, and placed a spacer in the joint. He plans to place revision components at a later time, after the infection has been resolved and her crp levels drop.

Event description:
The patient's left tmj devices were removed due to infection.